Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use. The device is being evaluated at a third party service center. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR receives add'l info.